Manufacturer narrative:
The mesh sample was returned for evaluation. As reported the mesh package was completely sealed prior to opening. The mesh sample was returned inside of the opened foil pouch and within the protective inner package. The preliminary evaluation finds small amounts of dry brownish colored loose foreign particulate inside of the inner packaging and on the mesh positioning strap. At this time it unknown when the foreign particulate presented as it was reported found when the user opened the product. A review of the manufacturing records showed all components for the lot met the specifications and there was no rework or other manufacturing abnormalities that may have contributed to this complaint. To date this is the only reported complaint for this production lot of 393 units released for distribution in march, 2018. The sample has been sent to the manufacturing facility for further review. A supplemental emdr will be submitted to document the findings of the sample evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the ventralex hernia patch was opened for use in a case and at this time the or staff noted there was a foreign substance on the strap portion of the mesh. Contact reports the mesh package was completely sealed prior to opening with no concern for any compromise to the sterility of the mesh. The mesh was not used and another was opened for the case without further issue. There was no patient injury.

Event description:
It was reported that the ventralex hernia patch was opened for use in a case and at this time the or staff noted there was a foreign substance on the strap portion of the mesh. Contact reports the mesh package was completely sealed prior to opening with no concern for any compromise to the sterility of the mesh. The mesh was not used and another was opened for the case without further issue. There was no patient injury.

Manufacturer narrative:
This is an addendum to the initial emdr to document that the sample evaluation results. As previously reported, the preliminary evaluation found small amounts of loose foreign particulate inside of the inner packaging and on the positioning strap of the device. A review of the manufacturing records showed all components for the lot met specifications and there was no rework or other manufacturing abnormalities that may have contributed to this complaint. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in march 2018. Evaluation of the returned sample identified the foreign material to be a residual particulate most likely generated during the hot knife cutting process in manufacturing of the device.